Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio precision results compared with lab. Results are as follows: date: (B)(6) 2013; inratio: 5.7; inratio re-test: 1.8. Therapeutic range: 2 - 3. Time: 15 minutes between tests.